Manufacturer narrative:
All available information was investigated and the reported difficulty positioning the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause for dc shaft positioning could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced are being filed under a separate medwatch reports. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for irregular movement of the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced into the anatomy. While inserting the cds into the guide and once it reached to the tip of the guide, instead of the clip being perpendicular to the valve it was parallel. The handle was then rotated more than 90 degrees, approximately 180 degrees. It was then noted the sgc was unable to maintain its fluid column. Aspiration was attempted, however unsuccessful. It was noted that the air never entered the patient anatomy. The undeployed clip and the sgc were removed. A mitraclip (cds0601-ntr 90719u235) was advanced, however the same issue occurred with the clip positioned parallel instead of perpendicular to the valve. The handle was then rotated more than 90 degrees, approximately 180 degrees. The clip was successfully implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.